Event description:
On two separate occasions, the instant hot pack (6 in. X 6.5 in) broke and the chemicals inside spilled out and onto patients. One patient ([redacted] old male) popped the hot pack himself, and the chemicals leaked on his shirt and hands. Patient encouraged to wash his hands, and he was provided a new shirt. The second instance occurred when a care assistant popped the hot pack and provided it to a patient. The hot pack had a hole in the package, which was not noticed until the chemicals spilt onto the patient's hands. The patient was encouraged to wash his hands. No harm was noted on either patient. These two products were removed from use.